Event description:
Additional information from the health care provider (hcp) reported that it was not known how much time it took for the motor stall in (B)(6) 2015 to recover. The patient's other medications included: oral baclofen (increased dose after pump alarmed), oxycontin, oxycodone, elavil, valium as needed, nexium, remicade, antivert, robaxin, indural, maxalt, zoloft, restoril. The patient's relevant medical history included: cerebral palsy, migraine headache, spasticity from cerebral palsy, and gerd (gastroesophageal reflux disease). If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implantable infusion pump. Indication for use was multiple sclerosis and intractable spasticity. In (B)(6) 2015 the patient had magnetic resonance imaging (MRI) and there was a pump motor stall and motor stall recovery. There were no patient symptoms reported. Additional information has been requested but was not available at the time of this report.